Event description:
The customer reported that a bottle of cidex had leaked. The customer stated that there were no physical complaints reported. The customer will not be returning the product.

Manufacturer narrative:
(Solution leak).